Event description:
The account alleges the bed will not go into reverse trendelenberg. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.